Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the reported phenomenon could not be confirmed. According to additional information provided by the user facility, the substitute monitor had the same malfunction as the reported event. Therefore, omsc concluded that the reported event may have been caused by non-device effects. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to omsc for evaluation. The inspection of the device by omsc confirmed the following; omsc could not reproduce the reported phenomenon. No abnormalities were noted in the appearance of the device. Omsc connected and operated the device according to the instruction manual, and there was no abnormality. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure, the monitor screen went black for a moment. The screen went back to normal and the user completed the procedure with the device. The device was used with an olympus video system center cv-290.the user reported that there was no abnormality on the device during the preparation for use. There was no report of patient injury associated with the event.